Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the user could not hear using the replacement audio processor (ap). Another replacement ap was ordered and support was requested for assistance during the fitting appointment.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is currently scheduled for (B)(6) 2022. This is a final report.

Event description:
On (B)(6) 2022 the user could not hear using the replacement audio processor (ap). Another replacement ap was ordered and support was requested for assistance during the fitting appointment. Revision surgery is considered.

Manufacturer narrative:
Device investigation revealed a fatigue fracture of the wire guard and coil wires explaining the reported lack of benefit. It is very likely that the strong bending of the wire guard and the reported hit to the head have caused additional mechanical strain to the wireguard and thus contributed to the fatigue fracture. This is a final report.

Event description:
On (B)(6) 2022 the user could not hear when using the device. The user has been re-implanted.